Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.

Event description:
It was reported that on august 29, a novasure procedure was performed and the procedure began with a polypectomy to remove a small polyp from the patient's uterus. The doctor then proceeded to the novasure procedure and received a procedure complete screen message after 45 seconds. It was confirmed that the cavity assessment passed successfully with no issues and no other errors were received during the ablation. The doctor performed repeat hysteroscopy post-procedure to check the ablation and the doctor felt that there was minimal or no visible tissue effect in the uterus following the ablation, no foreign material was seen at this point. The doctor chose to perform a repeat ablation with a second novasure device. There were again no issues with the second device and a procedure complete screen was received after 43 seconds of ablation. The doctor inspected the cavity again and still felt that the ablation did not seem as robust as they were used to seeing but was satisfied with the results after the second ablation. While inspecting the cavity the doctor noticed what they think was a piece of the mesh array in the cavity and successfully removed the piece using graspers. Both devices were checked before use and no issues were discovered at that time. No additional information available.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted and the array had a hole. Functional testing was conducted, and the device passed the setup and test phases, the failure reported was not reproduced. The device complete the ablation. However, since the array was damage, the complaint can be confirmed. This observation will be monitored and trended.